Event description:
It was stated the patient had an MRI on the day of report at 13:45 hours and had no recovery at 15:24 hours. It was noted the patient had a lot of MRI¿s recently and there spasticity was ¿no more than usual.¿ it was noted there were no audible alarms reported. It was noted there was no return of symptoms. It was reported the patient had mris on (B)(6) 2013 and (B)(6) 2013. It was stated the motor stall on (B)(4) 2013 recovered within 30 minutes. It was stated the current motor stall did not recover within 2 hours. The pump was used to deliver compounded baclofen. On the same day, additional information reported the motor stall had not recovered in 2 hours and 10 minutes. It was noted the motor stall was confirmed in the event logs. It was reported the patient could hear the pump alarming. It was noted the patient had not therapy issues. It was noted the health care provider was considering oral baclofen for the patient. It was noted the patient would be seen at the clinic on (B)(6) 2014 to recheck the pump status. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).